Event description:
The patient had breast reconstruction surgery following a duoble mastectomy. In 2009, one product unit was implanted at each breast site along with a tissue expander. At an unk time, post-implantation, the pt presented with bilateral "red" breast. A second operation was performed. The two tissue expanders were removed. The product had partially disintegrated and was also removed. The surgeon reported that the redness went away after the tissue expanders were removed.

Manufacturer narrative:
Add'l info: surgimend product # 606-001-015; lot# 0807017 was manufactured in 07/2008 with an expiration date of 01/31/2011. The batch records for these two products lots were reviewed and everything was found to be in order. No explanted product was available for evaluation. Information available from the surgeon was limited. It is not possible to determine what contributed to this outcome.